Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The balloon could not be deflated and had to be cut for removal. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). There was no sample returned for investigation. Therefore investigation was based on current production samples which are same type and same size with the complaint device. From complaint description, it was reported that balloon could not be emptied. Based on the investigation conducted, the balloons were able to inflate and deflate without any abnormalities observed or difficulties faced. There were no products functionality issues observed based on production samples. In current manufacturing process, all foley catheters undergo 100% inspection, inflation, deflation and 30 minutes leak test prior to packaging. Any defective product will be culled out during this process. Therefore, this complaint could not be confirmed.

Event description:
The balloon could not be deflated and had to be cut for removal. The patient's condition was reported as fine.